Manufacturer narrative:
Unit received with stripped battery cap coin slot. Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit was programmed with correct and time. Unit was monitored for 4 days and no unexpected bolus delivery was noted. Unit received with cracked case at battery tube threads.

Event description:
It was reported via phone call that due to battery cap not being able to open, customer had high blood glucose of 300 mg/dl, which was treated with manual injection. Customer was not able to remove battery cap with quarter or flat head screwdriver. Caller was advised that insulin pump would need to be replaced. Caller reported that insulin pump also malfunctioned and customer was not getting insulin and had to be rushed to the hospital.